Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt no longer had stimulation coverage. The sjm representative met with the pt for reprogramming and determined there were no impedance issues, however, the pt was unable to feel stimulation at the maximum perception levels. Additional programming provided one program for leg coverage, but full coverage was not regained. The pt was scheduled to follow up with the physician regarding the issue.